Event description:
Ous MDR - after an implantation time of about 111 months, it was reported that the pacemaker had displayed a remaining operating time of 0 years and 0 months during the follow-up on (B)(6) 2012. The battery voltage was still 2.52 v, the inner resistance 4 kohm. But the device showed the battery state 'ok.' At the previous measurement in (B)(6) 2012, the resistance was 7.3 kohm, the battery voltage 2.58 v. No deterioration in the patient's health was reported. The pacemaker was explanted.

Manufacturer narrative:
Ous MDR.